Event description:
Deterioration after surgery [general physical health deterioration]. Fall [fall] broke his shoulder [upper limb fracture]. Case description: initial information received on 17-feb-2016: this spontaneous medical device report was received from healthcare professional concerning a male patient (age unknown). The subject's medical history and concomitant medications were not provided. The patient received therasphere (lot number and expiration date unknown) on unknown dates. On unknown dates in 2016, noted as "in the past few weeks," the patient expired. He had a fall in mid (B)(6) 2016 and apparently deteriorated after surgery. The outcome of the fall was unknown. The reporter did not provide an assessment of the severity of the event of fall nor the relatedness of either event to the use of the therasphere. The company assessed the event of general physical health deterioration as serious (fatal) and the event of fall as non-serious. Follow-up information was requested and expected. Follow-up information was received on 15-mar-2016: information was received from the initial reporting healthcare professional. The patient is a (B)(6) yo male who lives in the USA but winters in (B)(6). The patient received therasphere (lot number and expiration date unknown) on (B)(6) 2015. On an unspecified date in (B)(6) 2016 while in (B)(6), the patient had fallen and broken his shoulder (site not specified). Treatment included surgery in (B)(6). During the first week of (B)(6) 2016, the patient expired within a couple of weeks following the fall. No further information anticipated as the patient's family is lost to follow-up. This is a final report. Case comments: the events of fall and death, not otherwise specified are listed according to the therasphere package insert. The event of shoulder fracture is considered unlisted according to the therasphere package insert. Due to the lack of information and the temporal relationship between therasphere administration and the events, the possibility that therasphere contributed to the events cannot be ruled out. The event of fall occurred within 6 weeks of treatment and death occurred 2 weeks later, post-surgery for a broken shoulder. There is insufficient information for a full assessment, but given that there is a positive temporal relationship the event is reportable. Because the possibility that therasphere contributed to the events of fall and death cannot be ruled out this event is reportable in the us. However as the events are listed according to the package insert and there is no indication the device malfunctioned, this is not reportable in the EU or other regions. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Deterioration after surgery [general physical health deterioration] fall [fall]. Case description: initial information received on (B)(6) 2016: this spontaneous medical device report was received from healthcare professional concerning a male patient (age unknown). The subject's medical history and concomitant medications were not provided. The patient received therasphere (lot number and expiration date unknown) on unknown dates. On unknown dates in 2016, noted as "in the past few weeks" the patient expired. He had a fall in mid (B)(6) 2016 and apparently deteriorated after surgery. The outcome of the fall was unknown. The reporter did not provide an assessment of the severity of the event of fall nor the relatedness of either event to the use of the therasphere. The company assessed the event of general physical health deterioration as serious (fatal) and the event of fall as non-serious. Follow-up information was requested and expected. Case comments: the events of fall and general physical health deterioration are considered unlisted according to the therasphere current reference safety information. In absence of the reporter's assessment, the company considers the events as possibly related to therasphere but there is insufficient information to fully assess, and follow-up has been requested. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.